Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra test strips were peeling when inserting into her one touch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation, since medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began on (B) (6), 2010 at 2:54 pm. It is not known if the pt was unable to test her blood glucose as a result of the alleged issue. The cca noted that the pt manages her diabetes with insulin. The pt denied making any changes to her diabetes mgmt as a result of the alleged issue. At an unspecified date/time, after the issue began, the pt reported developing blurred vision and feeling sweaty; however, denied receiving medical treatment. At the time of troubleshooting, the cca walked the pt through a test and noted that the alleged issue was resolved. Replacement product was sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged test strip issue began.